Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode, resulting in a loss of high voltage therapy. No intervention was performed, and the patient's status was unknown. Additional information was requested but not received.